Event description:
On (B)(6) 2010 ami was notified by a customer that three weeks after the start of use of the tap iii she developed a very sore mouth/tongue. The patient's doctor sent her to the dentist who sent her back to the doctor for allergy testing.

Manufacturer narrative:
Ami has attempted to obtain additional data with no response.